Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Evaluation of returned device found implant to be out of design specifications. This component is believed to be a single instance that passed through the lot sampling plan.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to dislocation after a patient fall. During the revision procedure, the liner would not engage into the acetabular cup. Another acetabular cup and liner were utilized to complete the procedure. A delay of over 30 minutes occurred.